Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed a supply changed and successfully resumed insulin therapy. The customer's blood glucose level was 121 mg/dl.